Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: capsular contracture baker grade IV, seroma (not tested yet), and exchange from textured to smooth due to product concern.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, seroma (not tested yet), and exchange from textured to smooth due to product concern. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Reason for reoperation: capsular contracture baker grade IV, seroma (not tested yet), exchange from textured to smooth due to product concern, and rupture.

Event description:
Healthcare professional initially reported left side capsular contracture baker grade iii and exchange from textured to smooth due to product concern. Later, healthcare professional reported capsular contracture baker grade IV and seroma (not tested yet). Later, healthcare professional reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease smooth opening on radius assessed as fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported exchange from textured to smooth due to product concern, capsular contracture baker grade IV, seroma, and rupture. Device has been explanted.